Event description:
An infusion pump was sent in to baxter for service where a failure code 812:02 occurred upon powering on. The facility representative stated that no patient incident occurred on this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported failure code 812:02 was confirmed during testing.